Event description:
A (B)(6) female, as reported, fell a few months ago, underwent orif (open reduction internal fixation) right patella using cerclage and k-wires. Noted at pt's f/u visit, hardware failed with delayed union. Re-admitted to undergo removal of broken hardware and repeat orif. Intra-op per surgeon, her cerclage wire broke and her fracture displaced.